Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter, during a sigmoidectomy, an eea28 device was used to complete anastomosis post sigmoid colon resection. The donuts were thick and complete. There was a small leak which required oversewing to fix. The eea28 was "stuck" when trying to remove from patient post firing and anvil tilt. The difficulty removing the eea caused a tear in the anastomosis requiring another eea28 firing to recomplete the anastomosis. There was unanticipated tissue loss. There was extended surgery time, reportedly not more than 30 minutes. No reinforcement material was used. Current patient status: stable.

Manufacturer narrative:
(B)(4). The device was returned on may 16, 2016.